Event description:
I have a stryker trident ceramic on ceramic hip implant. I consistently hear a "squeaking and clicking" audible sound emanating from my left hip where the implant was put in. Any activity that I am doing whether it be walking, bending, extending or flexing my leg and or hip, there is always a sound. At times, the "squeak" is so loud that it sounds like an "old rusty gate opening and closing." The sound is extremely embarrassing, especially when I am in the company of others. In addition to the squeak, there is also a very noticeable clicking or popping sound. My biggest fear and concern is that the consistent and annoying sounds that my hip makes is a precursor to another eventual hip surgery.